Event description:
Low biased tsh and total b-hcg results for control fluids on their eci analyzer. No biased results were reported. Biased results might lead to inappropriate physician action. There was no report of pt harm as a result of this event.